Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: customer quality evaluation of returned device: the investigation of the complained blade shows that a part of the tip is broken off as complained. The broken off portion is missing. There are no other considerable damage on its outside besides of some slight scratches. The locking mechanism is working as intended. The device history records were researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The devices met the specifications at the time of manufacturing and distributing. Failure in material or production could not be detected. Based on the provided information we are not able to determine the exact cause of this complaint. Since the wrong length size of the blade was selected (as mentioned in the complaint description), we only can assume that the breakage occurred due to a mechanical overloading situation whilst insertion in to the bone. Based on these findings, we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Due to intra-operative issues, the device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(6). Manufacturing date: march 01, 2017. Expiry date: february 01, 2027. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the device was used in surgery for the femur trochanteric fracture on (B)(6) 2017. When the surgeon was inserting the blade it was noted to be too long so it was removed. It was found that the tip of the removed blade was broken. The surgery was extended by an unknown number of minutes. There is no information available about patient and surgical outcome. Concomitant devices reported: screw (part/lot unknown, quantity 1); nail (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).